Manufacturer narrative:
Manufacturer ref no.: (B)(4). Baxter received and evaluated the device. The device was found out of specification in relation to the reported system error 224, which was not reproduced. System error 224 was confirmed through a review of the event history log. In addition, the log shows that there was wireless connection activity, the pump was disconnected then connected to ac power, and the os configuration was 6.02.07 at the time of occurrence, which are conditions described in tsb (B)(4) for bug #294. Evaluation did not identify any component discrepancies associated with the reported symptom and the assignable cause is bug #294. The power cord was replaced.

Event description:
It was reported that a spectrum pump displayed system error 224. Any patient involvement, injury or medical intervention is unknown.